Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing device was removed and a new ipp was implanted. During the procedure a leak was found in the right cylinder tubing. No information was provided about the patient's outcome.

Manufacturer narrative:
Updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing device was removed and a new ipp was implanted. During the procedure a leak was found in the right cylinder tubing. Fluid loss was caused by standard use over time. The patient did not experience any adverse events.